Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: complaint sample: 1 unit of opened complaint sample foil along with zipper tray, zipper lid, needle, and suture received for investigation for code nw2346 lot t8009. Suture received in partially disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of the packs were observed. Returned needle was inspected with 10x magnification and found satisfactory.batch manufacturing record review: as a part of further investigation batch manufacturing record was reviewed for code nw2346 lot t8009. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot retained sample evaluation: five retain samples of incident code nw2346 and lot t8009 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed.the primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 5.844 kgf and value at release was found to be 5.374 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 3.900 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw2346/lot t8009. No other event was reported for same description from other parts of country where this lot was distributed. ¿the detected breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes¿. The observed pin holes might have generated during improper storage and handling of the product.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, while closing tissue, the suture broke after 2 or 3 passes. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.